Event description:
A pt called to report they sought out a dermatologist to get a very slight depression in the nasolabial fold corrected. Pt was originally skin tested with no response. Pt said they never sought treatment at that time because they gained some weight and the nasolabial lines were less apparent. Pt recently lost some weight for a modeling job and the nasolabial lines appeared again, so pt decided to pursue augmentation with collagen. Pt was skin tested and immediately exhibited symptoms of erythema, edema, pruritus, and swelling at the test site. Pt called their physician who they allege told them this was a normal reaction to the test. When pt went to the physician's office after 30 days pt again reported that the symptoms had been constant and were still active at the test site. Pt alleges physician told pt it was not a positive test and proceeded to inject pt in the nasolabial folds with bovine collagen. Pt had immediate swelling in the nasolabial area including the upper lip. Pt alleges the physician said this was normal treatment response and that the swelling would resolve within a day or two. The pt reports that within an hour the swelling was extreme and the upper lip was throbbing as if it would explode. The test site on their arm also began to swell and exhibited a dazzling array of color changes. It also began to itch and throb intensely. Pt was unable to sleep that night because of the throbbing and tenderness in their lip and forearm. Pt went back to see the physician the next day. Pt said physician seemed surprised that they were so swollen. He diagnosed hypersensitivity to collagen and prescribed oral keflex. He also gave pt an injection of cortisone into their left nasolabial fold, which was more swollen than the right. Pt was given intralesional cortisone into the left nasolabial once a week for 6 weeks. After six months pt still had what looked to them to be "dark colored scar tissue under the skin, about an inch and a half long" where pt had the injections, but only of the left side. Pt said it is "flat in the morning, but after I get up and start my day it starts to stick up". Pt has consulted a plastic surgeon who encouraged them to call mmc. He has proposed the possibility of excision for the left nasolabial lesion and using silicone as a filler. So far he has only given them "low dose steroid injections". Pt claims to have no other allergies, no history of autoimmune disease in their family and is taking no concomitant medications or treatments. The physician's telephonic report of this incident is below: a pt came in for a consultation. Pt was told by the physician that pt did not need collagen. The physician felt the pt's skin was free of any noticeable rhytides. The pt was insistent that they receive collagen because of a slight line in the left nasolabial area. The pt was skin tested on the right forearm that same day. The pt did not report having any untoward response at the test site and the test was considered to be negative. The pt was treated 3 weeks later with less than 1.0cc of collagen in the nasolabial folds. The pt called the next day and reported they were experiencing some swelling and asked how long this would last. The nurse at the physician's office told the pt it shouldn't take more than a couple of days to resolve. The pt came to the office 4 days following treatment presenting with upper lip and test site swelling and redness. The left side was more pronounced than the right. Dr diagnosed hypersensitivity to bovine collagen and administered intralesional kenalog to the left side nasolabial area. The nurse said that the pt had already been started on keflex and oral prednisone by another physician. The physician administered intralesional kenalog several times.